Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. The customer sent the patient's sample to the beckman coulter (bci) complaint handling unit (chu) for additional testing. The chu was able to confirm the customer's elevated results. Further testing using both heterophile blocking agents and an alkaline phosphatase blocker was performed. The alkaline phosphatase blockers significantly lower the result thus confirming that a patient-source interferent is present in the patient's sample. In conclusion, a patient-source interferent related to alkaline phosphatase is the cause of the reproducible elevated access accutni+3 results obtained by the customer.

Event description:
The customer contacted beckman coulter (bci) to report obtaining reproducible elevated troponin I (access accutni+3) results for one patient on the laboratory's access 2 portion of the unicel dxc 600i synchron chemistry analyzer serial number (B)(4). The initial access accutni+3 result was above the customer's normal reference range. The patient was sent to a sister facility and a troponin I result from another methodology was within the normal reference range of that assay. The customer then reanalyzed the patient's samples (both serum and plasma samples drawn in the emergency room) and continued to obtained significantly elevated results over the next few days ((B)(6) 2019 to (B)(6) 2019). The patient's samples were also reanalyzed on the alternate methodology which continuously produced lower results within the normal reference range. There was a change in patient care/management as the patient was transported to a different facility where they had a cardiac catheterization performed. The results of the catheterization was negative for cardiac issues. System performance indicators such as qc and system check were passed both prior to and after the event. There were no reports of issues with hardware, other assays or other patient results in conjunction with this event. The patient's samples were collected in both plastic bd serum and plasma tubes with a gel separator through the patient's IV or PICC line. The samples were then centrifuged for > (greater than) five (5) minutes at < (less than) 5,000 rpm (revolutions per minute). There were no indications of sample integrity issues in conjunction with this event. The customer sent the patient's sample to bci for additional testing.